Manufacturer narrative:
Lead model unknown, serial #unknown, implanted: unknown explanted: unknown.

Event description:
It was reported that the patient had a loss of therapeutic effect and the device was no longer used but remained implanted. The patient stated that his physician diagnosed the leads as having migrated. Additional information has been requested, but was not available as of the date of this report.